Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a deep sore on his back under one of the electrodes. The patient's wife indicated that the patient did not have any skin issues during a previous use of the lifevest. The patient's wife then indicated that the patient's medication was different than during the previous use. The patient's wound care nurse placed a medicated pad over the sore and was treating the wound. Follow up indicated that the wound had improved for the most part.